Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "opened up the package and the implant was stuck to the styrofoam and grabbed on and then fell to the floor."